Event description:
Related manufacturer reference number: 2017865-2022-07735. It was reported that the patient presented in clinic due to pericardial effusion. The physician was not sure which lead may have caused the perforation. The physician tried to reposition both the right atrial (ra) and right ventricular (rv) leads but both the helixes could not be re-extended, so the physician elected to replaced them both. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction to h6 health effect - clinical code.